Event description:
During an operative procedure, the device was being used to staple. However, the ends of the staples crisscrossed which made them ineffective. Several of these staples had to be removed from the pt. Another device was used to complete the procedure.